Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician was not able to retract the snare loop around the small target polyp. Reportedly, it was not possible to retract the loop because there was a 1 cm-long kink in the working length near the device handle. The procedure was completed with another captivator medium oval snare. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The reported event of the loop failed/unable to retract.